Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous decreased blood glucose (bg) the reached 48 mmol/l. The customer addressed low bg with consuming carbohydrates and glucose tablets. The suspected cause for decreased bg was unknown. Tandem technical support performed a pump system check and the pump was performing as expected. Recommendation was made to consult with healthcare provider regarding diabetes management.